Manufacturer narrative:
Block e1: initial reporter city, provice and post code: (B)(6). Block h6: medical device problem code a0501 captures the reportable event of inner sheath detached. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual and microscopic examination of the returned device found the outer sheath was detached and smashed on the distal section. The copper wire was detached. The inner sheath was also detached and was not returned. No other issues with the delivery system were noted. The reported events of inner shaft/sheath detachment of device or device component and sheath break were confirmed. Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the damaged noted on the outer sheath and the detachment of the inner sheath, outer sheath and copper wire. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 24, 2021 that a hot axios stent was implanted in a transduodenal position to treat a pancreatic pseudocyst during a pancreatic cyst gastric (intestinal) bypass surgery procedure performed on (B)(6) 2021. During the procedure, the outer sheath separated and the inner sheath detached inside the patient. The drainage was successful and no new device was implanted. The detached inner sheath was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 24, 2021 that a hot axios stent was implanted in a transduodenal position to treat a pancreatic pseudocyst during a pancreatic cyst gastric (intestinal) bypass surgery procedure performed on (B)(6) 2021. During the procedure, the outer sheath separated and the inner sheath detached inside the patient. The drainage was successful and no new device was implanted. The detached inner sheath was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.